Manufacturer narrative:
Device lot number not available as the site discarded the suspect percutaneous pin. Device manufacturing date is dependent on lot number, therefore, unavailable. The suspect percutaneous pin was discarded by the site and will not be returned to manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon hammered on the percutaneous pin without the tap cap. After hammering, the surgeon noted that the reference frame had unexpected movement. The surgeon opted to continue, with the use of a spinous process clamp, and completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome. .